Manufacturer narrative:
G4: PMA/510(k) number = k240589. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a micropuncture transitionless pediatric access set¿s catheter fractured. The device was placed in the axillary artery on (B)(6)2024 and was left indwelling as an arterial line. Normal saline was infused through the device via a pressure bag. The patient was unable to move the extremities. On (B)(6)2024, the arterial line dressing was found to be saturated, and continual bleeding was noted from the insertion site. There had been no significant changes to the arterial waveform prior to the event. The dressing was removed, and the insertion site and catheter were assessed. Upon removal of the catheter, it was inspected by physicians, who noted the catheter to be fractured. The patient required a blood transfusion to treat blood loss. Per the reporter, the intervention was ¿needed to sustain life¿. A section of the device did not remain inside the patient¿s body. Upon return and evaluation of the device, a small hole was noted in the shaft of the catheter, near the hub.

Manufacturer narrative:
Summary of event: as reported, a micropuncture traditionless pediatric access set¿s catheter fractured. The device was placed in the axillary artery on (B)(6) 2024 and was left indwelling as an arterial line. Normal saline was infused through the device via a pressure bag. The patient was unable to move the extremities. On (B)(6) 2024, the arterial line dressing was found to be saturated, and continual bleeding was noted from the insertion site. There had been no significant changes to the arterial waveform prior to the event. The dressing was removed, and the insertion site and catheter were assessed. Upon removal of the catheter, it was inspected by physicians, who noted the catheter to be fractured. The patient required a blood transfusion to treat blood loss. Per the reporter, the intervention was ¿needed to sustain life¿. A section of the device did not remain inside the patient¿s body. Upon return and evaluation of the device, a small hole was noted in the shaft of the catheter, near the hub. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft of the outer cannula/catheter was kinked, and a hole was noted just below the hub. The device leaked from the hole during leak testing. The lot number was not provided to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU instructs the user to remove the introducer catheter prior to proceeding with an intervention. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event, as the device was used as an indwelling arterial line for twenty days. Manipulation of the device and bending near the hub likely caused the hole to develop. The IFU states that the device is intended for the placement of wire guides and instructs the user to remove the introducer catheter, leaving the wire in place, prior to proceeding with the planned intervention. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.